Event description:
It was reported that the system intermittently displayed a communication error message. This error may result in a system lock up, no boot, or shut down. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard drive was evaluated and replaced. The x-ray panel was also evaluated and replaced. The software was reloaded, and the system was tested and found to be working as intended and returned to service.